Event description:
Device 1 of 5. Reference MFR reports: 1627487-2010-03446, 1627487-2010-03447, 1627487-2010-03448 and 1627487-2010-03449. The pt rec'd her scs system, including an ipg, two percutaneous leads (from two separate lots), and two extensions (from two separate lots), on (B)(6) 2010. It was reported that the pt developed an infection at her ipg pocket site. Consequently, the scs system was explanted and replaced on (B)(6) 2010. The explanted devices were not returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.